Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c&d¿ cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.